Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and mesh was implanted. After the procedure, the patient experienced tight cutting pain in the genital and pelvic area. The pain runs up the insides of the patient's legs. The patient is also experiencing erosions in soft tissue and mobility problems as well as declining general health.